Event description:
The 4th connection pin, inside of the device, is missing. Additionally, reporter noted that portions of the device were discolored, showing signs of having sustained a burn. No operator injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.